Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when they changing there reservoir a piece of plastic chipping off. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had reject new battery and had a rainbow effect on screen. The customer also reported that the insulin pump makes unusual grinding noises as well as it was rewind slower. The insulin pump will not be returned for analysis.